Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty placing a proximal humeral nail (phn) due to problems with the distal viewing of the target. The procedure was prolonged by twenty (20) minutes. This report is for one (1) unknown sleeve. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown sleeve. Device is an instrument and is not implanted or explanted. Unknown, as specific part and lot numbers for this complainant sleeve were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.